Manufacturer narrative:
This report is submitted on may 18, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia (date not reported) in order to remove the abutment due to skin overgrowth.